Manufacturer narrative:
The reported lot # [9235338] was not found for the reported catalog # [309703]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray leaked past the stopper before use. This complaint was created to capture the 13th of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." 'These lots were leaking past the stopper."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided final lot number 9235338 and the applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, one sealed tray of twenty-five syringes was received for evaluation by our quality engineer team. All twenty-five syringes were tested for leakage per procedure; however, no signs of leakage were observed in any of the samples. Based on the investigation results, a manufacturing related cause could not be determined for the reported incident. Further corrective action has not been determined necessary at this time, in response to this report. Our quality team will continue to monitor the production process for potential signs of leakage and any emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray leaked past the stopper before use. This complaint was created to capture the 13th of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." "These lots were leaking past the stopper."